Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving effective stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, an additional octrode lead was implanted. The patient reported effective stimulation postoperative.